Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip appliers did not properly close. Another functioned properly and the surgeon was able to repair the small vascular injury caused by the first applier.

Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.